Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse discovered that the vcs (volume conductivity scatter) processor card had malfunctioned. The fse replaced the vcs processor card resolving the reported issue. (B)(6).

Event description:
The customer reported recovering differential (diff) incompletes (non-numeric results) on patient samples run on a coulter hmx hematology analyzer with autoloader. There were no error messages observed at the time of the event. Erroneous patient results were not reported outside the lab and there was no change or affect to patient treatment in connection to the event. There was no impact to controls.